Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided pump reset information, allowing the pump to continue functioning properly without recurring malfunction codes. The customer was advised to call back if the malfunction code recurred and acknowledged the instructions given.